Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump was noted to be unresponsive and the wake button detached from the pump. The customer connected the pump to multiple outlets to charge however the pump remained unresponsive. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.